Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the brush was difficult to extend. The device was flushed with saline sodium chloride and the brush started to work. While the device was inside the biliary duct, the wire broke and it was noticed that the brush failed to retract into the sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An rx cytology brush was returned for analysis. A visual evaluation of the returned device found no anomalies and the device was in good condition without evidence of damages. A functional analysis was performed and showed that the handle was actuated however, the brush failed to extend or retract due to severe resistance encountered. The device was disassembled (handle cap was unscrewed) and it was noticed that the pull wire was kinked and broken at the proximal section (distal end of the handle cannula); due to the condition of the returned device the brush could not be extended or retracted as expected. The reported event that the wire inside the catheter broke could not be confirmed; however, the investigation did confirm the reported event that the brush was difficult to extend and retract. Based on all gathered information, the most probable cause of this complaint is ¿manufacturing process design¿, since it is most likely that design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the brush was difficult to extend. The device was flushed with saline sodium chloride and the brush started to work. While the device was inside the biliary duct, the wire broke and it was noticed that the brush failed to retract into the sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.